Event description:
It was reported that the customer was hospitalized for low blood glucose of 36 mg/dl. Troubleshooting was performed. The alarm history revealed multiple low reservoir alarms. The bolus and basal history were correct. Ran a displacement test and the device passed the test successfully. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.